Event description:
It was reported that pulse generator interrogation was intermittent, with -please locate device- messages appearing often. The device displayed both lead impedances as greater than 2500 ohms, and displayed measured data as -data not read-. Six months prior, measured data was 2.71 v, 10 ua and 11.8 kohms with an estimated remaining longevity of one year. The pulse generator was explanted and replaced as it was at elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.